Manufacturer narrative:
Investigation results: our quality engineer inspected the 1 photo and 1 physical sample submitted for evaluation. The reported issue of tubing defective / damaged was confirmed upon inspection of the samples. Analysis of the sample showed that under magnification a crack was observed. However, bd was not able to determine the cause of the failure. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd nexiva diffusics 22g x 1.00 in - (B)(6) - tubing defective / damaged. On insertion the rn noted the tubing, in the extension, section had a crack and was leaking.